Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed oversensing of noise. Oversensing led to pacing inhibition with less than two seconds of asystole. High out of range pacing impedance measurements was noted. The patient reported of diaphragmatic stimulation. The physician suspected that the right ventricular (rv) lead's terminal end was damaged. The rv lead was surgically abandoned. This device remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific had received additional information that this patient had also experienced shortness of breath to this previous event. No additional adverse patient effects were reported.